Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The device was evaluated upon receipt. No root cause was reported but found during assessment to have issues cooling. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during assessment of the arctic sun device have issues with cooling.

Event description:
It was reported that during assessment of the arctic sun device have issues with cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.